Event description:
The customer reported a leak at the wbc bath of the coulter act diff 12 analyzer. The customer reported the wbc bath was overflowing. The instrument was failing reproducibility when the leak was noticed. The volume of the leak was described as several ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) found that pinch valve lv14 was not actuating. Pinch valve lv14 controls the drain for the wbc and rbc baths. The fse replaced the valve and the instrument ran without any leaks or errors. (B)(4).